Manufacturer narrative:
An event of explant of the device because it had "become a unit" with an also implanted amplatzer septal occluder and that occluder had dug into the posterior wall was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a 16mm amplatzer septal occluder and a 25mm amplatzer cribriform occluder was implanted on (B)(6) 2017. There were 2 defects in asd so the 16mm aso was implanted anterior side and the 25mm (amplatzer cribriform occluder) was implanted posterior side. The procedure was completed without any trouble. The patient was taking regular follow up by transthoracic echocardiogram (tte) yearly and no issue was detected so far. However, the patient was rushed into the hospital due to chest pain and loss of consciousness. On (B)(6) 2021 the patient had an emergent surgery and two occluders were surgically removed. The 25mm cribriform occluder and the 16mm amplatzer septal occluder become as a unit, so the 25mm amplatzer cribriform occluder was also required to be explanted together with the 16mm amplatzer septal occluder. The patient tolerated the procedure well and had been in stable condition postoperative phase. The right disc of the 16mm aso was observed under direct vision to have dug into aortic posterior wall and become slightly dent though, no thrombus adhered onto the disc so the physician considered it was not erosion but indolent effusion. The patient remain hemodynamically stable throughout the procedure. No additional information was provided. Related manufacturer reference number: 2135147-2021-00531.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.